Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 was showing as off the bus. A field service engineer (fse) reseated the row board cable and retractor band, then tested the drawer in diagnostics. When the customer signed in, the test failed and showed duplicate addresses. The fse then replaced the cubie trays, but there was no change. Next, the fse replaced the drawer board, after which the drawer disappeared from the configuration. After replacing the drawer controller board, the fse was able to reconfigure the drawer. However, duplicate pockets in row e still appeared. The fse then recovered the pockets, which in turn unloaded the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed drawers, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed drawers, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h4 device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed drawers, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.